Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The catheter was found to have slipped out of the patient. A broken line was found over the catheter balloon, there were no missing pieces. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The batch cards for the complaint lots was reviewed all samples passed qa inspection. Visual examination was conducted on the returned catheter and observed that the balloon had burst. However there was no any other abnormalities or design irregularities observed on the returned sample except present of encrustation was found on the balloon. Close examination under high magnification lens (60x magnification) revealed multiple scratch marks on the balloon sleeve near the tear edges. It appears quite likely that the scratches had initiated the tear. This appearance is likely due to the balloon sleeve had come in contact with sharp object during handling or in contact with pointed surface like bladder stone or encrustation that detrimental to balloon. In our current standard operating procedure, the products are subjected to 100% visual inspection and any defective (B)(4) balloon will be culled out before sent to the next process. Upon completion of assembly process, the finished catheter will be again subjected to 100% balloon inspection and 20 minutes leak test. Catheter with defective balloon will be culled out during this process. Based on the investigation conducted, burst balloon would likely occur due to scratch mark. However, we could not other remarks: confirm this complaint as stated.

Event description:
The catheter was found to have slipped out of the patient. A broken line was found over the catheter balloon, there were no missing pieces. The patient's condition was reported as fine.